Manufacturer narrative:
(B)(4) date sent 3/4/2026 d4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what two structures were being anastomosed when bleeding was identified? Please confirm that this was a gastric bypass procedure for weight loss. What were the exact structures involved in the anastomosis? What was the surgical procedure? What were the indications for surgery? Did the surgeon wait 15 seconds prior to firing? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bypass surgery using the echelon 3000 he stopped in the trigger of the anastomosis with white charge. Another echelon 3000 was opened to be able to finish the intervention. Today the surgeon informs me that the patient had to be reoperated on for bleeding in the staple line of the anastomosis in the bile duct. The patient was hospitalized more days for the rein integration.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what two structures were being anastomosed when bleeding was identified? Small intestine in the by-pass. Please confirm that this was a gastric bypass procedure for weight loss. Yes. What were the exact structures involved in the anastomosis? The by-pass structures small intestine. What was the surgical procedure? Gastric by-pass. What were the indications for surgery? Patient with obesity. Did the surgeon wait 15 seconds prior to firing? Yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Of course. Were there any difficulties with the device or staple formation during the initial procedure? No. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Yes, they have been using it for a year. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. Was the staple line visualized endoscopically during the initial surgical procedure? No. How was the post-op bleeding identified? In the hospital room. How many days postoperative was the bleeding identified? One. What was the total estimated blood loss (ml)? Do not know. Was a transfusion required? Do not know, I think not. How was the bleeding addressed? Reintervention. What was the pre and postoperative anti-coagulant and pain management protocol? Do not know. What is the current status of the patient? No news from the surgeons.